Event description:
Complication: cellulitis, leukocytosis, surgery performed: left total knee arthroplasty, received coumadin. Height: bmi: unk, length of stay: 11 days, hb pre: 9, hb post 1: 10.1, hb post 2: 8.6, anesthesia type: unk, blisters: none, blood: no, range of motion: 8-95 degrees, length of gait: 151-300 feet, tourniquet time: unk.

Manufacturer narrative:
Baxter medical assessment: this is one of seven cases reported to have experienced perioperative complications in a clinical series (chart review) of surgeries in which floseal has been used for surgical hemostasis in knee orthopedic procedures. For a final judgement of the causal relationship following information is required. Localization of cellulitis; temporal relationship of infection to surgery, lab parameters supporting the diagnosis of an infection, application method of floseal (irrigation) and volumes used, treatment and course of complication. A causal relationship of the infection symptoms (cellulitis and leucocytosis) with the use of floseal cannot be ruled out. Thus, the case should be reported.